Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
N/a.

Event description:
It was reported that bd insyte autog bc leaked at the hub/extension connection. The following information was provided by the initial reporter: there were 3-4 events that after extension tubing/j loop was attached to the catheter hub that blood would leak from the connection site. If the patient had an infusion running, it would leak from the catheter hub-j loop connection site.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field. Customer did not know exact date.